Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ca 19-9 results for one patient sample. The patient had been monitored on an aia-1800 analyzer with the following results: year 2012: (B)(6) 95.5, (B)(6) 128, (B)(6) 102.5. The patient was then monitored on the architect i2000sr analyzer with the following results: (B)(6) 236.4, (B)(6) 276.1, (B)(6) 244.2, (B)(6) 355.1, (B)(6) 297.9, (B)(6) 214.7, (B)(6) 104.8. The high ca 19-9 results did not align with the patient's CT scan. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing met acceptance criteria. Tracking and trending did not identify any atypical complaint activity for the issue under review. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.